Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The product sample was not returned for evaluation, and no photos were provided to support the reported issue. A potential root cause of the issue was determined to be due to a manual assembly error where the impacted line was incorrectly layered in the pack during assembly, resulting in a kink. However, no photo of the issue was provided, no sample was returned for further evaluation, and a review of manufacturing records revealed no related issues; therefore, the complaint could not be verified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's director of perfusion, due to the manufacturer being out of the stock of the pack they routinely use, a substitute that the team was unfamiliar with was used, which is different from their pack as the oxygenator is pre-attached. Per the manufacturer's cardiac business manager, the issue occurred during a micro robotics case, which used a small incision and not a sternotomy. The case occurred in a dark room, which was necessary to perform the robotics surgery. A substitute pack which they had used approximately eight times prior was used.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the oxygen (o2) line was kinked. The team noticed that the blood looked dark in color, so they checked the gas flow by looking at a flow meter. Since the flow meter appeared to have flow, it was assumed the oxygenator was failing. The team decided they did not feel comfortable continuing the case and it was cancelled. There was no blood loss, nor adverse consequences to the patient.